Manufacturer narrative:
(B)(4). Sample has been requested. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. There was no patient involvement. Additional information was requested and is not available.